Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician ordered a check on the patient¿s newly implanted atrial lead after the patient had developed acute sharp pain and difficulty breathing. The physician suspected that the atrial lead had perforated the atrial wall. Upon interrogation, the atrial lead revealed capture threshold, sensing threshold and impedance values all within normal range. A CT scan was performed and indicated that the atrial lead tip was in the patient¿s pericardial space. The lead was explanted and replaced with a competitor lead. The patient was stable after the procedure.